Manufacturer narrative:
Additional information: d4 and h4 - the lot number of the device that was in use is unknown. The customer identified an additional possible lot number: 5077233 (expiry date 11/01/2025 and MFR date 11/01/2020).

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed. The lot number of the device that was in use is unknown. The customer identified two possible lot numbers: possible lot numbers 5109350 and 5109351 (expiry date 12/01/2025 and MFR date 12/01/2020 for both lot numbers).

Event description:
The event involved a spinning spiros® closed male luer, red cap that was reported to be disconnecting from the bd syringe and alaris IV pump set which resulted in unprotected exposure of chemotherapy. The device was changed out/replaced with no further problems encountered. Although there was patient involvement, there was no blood loss, no medical/surgical intervention required and no adverse operator consequences. This report captures the third of six events reported.

Manufacturer narrative:
191 new spinning spiros® closed male luer, red cap lot #5077233 were received and visually inspected. As received, no visible damage or anomalies were observed. No mating devices were returned. 35 of the returned spiros were randomly selected as a representative sample for functional testing. Each spinning spiros tested exhibited unrestricted spin feature rotation. The samples showed no evidence of a shear tab malfunction. The threads of the female luers were examined and no damage or anomalies were identified. The measured torque of the 35 sampled spiros met product performance specifications and would not result in an unintentional disconnection. The reported complaint cannot be confirmed. The device history records (dhrs) for possible lot numbers 5077233, 5109351, and 5109350 were reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint.